Event description:
Additional information was received from the patient (pt). They reported their recharger serial number.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6),product type programmer, patient product ID m995402a001 lot# serial# (B)(6), product type product ID 97755 lot# serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: unknown); product type: 0213-recharger h3: event date is month and year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported the 'charger pack' was acting weird and wouldn't fully charge, even though "'it' said it was." Pt said yesterday they knew the controller battery was completely empty when charging, but 5 minutes later the controller said it was fully charged (agent understood when pt had plugged into ac power to charge). Pt said they "jiggled the back to see what true charge was" and said both batteries were empty. Pt was charging implant while on call and said controller was at 50%, implant (ins) was red/low, and showed 'recharging.' Agent asked, pt said they never saw a green light blinking on the front of the controller. Agent had pt plug controller in to ac power supply without li battery and reported the screen turned on. Pt put li battery in and reported the green light was now blinking on the controller; 'battery empty - recharge the implanted device' displayed. Pt reconnected recharger and reported recharging excellent, controller at 50%, ins still red/low, and green light was now blinking on controller. Agent reviewed with pt to monitor and call back if charging issues continued. The troubleshooting steps that were taken on the call resolved the issue. Pt called back and said they still can't charge ins, and it says "finished" even though ins is not fully charged. They said recharger was getting warm. Controller port looks intact. Pt says controller wont charge from ac power. Emailed repair to send replacement controller. Pt called back stating they received the controller but it was not working. It showed medtronic on the screen but not charging. Patient services (pss) determined pt did not insert the battery pack. Pt said they accidentally sent the battery with controller back to repair. An email was sent to repair to request a battery pack.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID m995402a001 serial# (B)(6) product type product ID 97755 lot# serial# unknown product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient called back through the same phone number on file and stated they got a letter from medtronic regarding a call from september 25th and patient did not recall the report. Agent reviewed information and patient did not recall receiving a replacement controller or battery pack and noted the controller screen was cracked and not replaced. Patient then stated it was their cell phone and not the medtronic device that was cracked.